Event description:
The device was used during a laparoscopic cholecystectomy. When the clips were deployed they crossed or scissored and when they didn't they were not lined up correctly when a clip was deployed. The case was completed with a single device with no consequence to the patient.